Event description:
Patient was at an event with family and while stepping out of a car his heartware (hw) controller dropped to the ground. The patient's lvad driveline was inadvertently disconnected from his hw controller at that time, resulting in his pump turning off. The family reconnected the controller, according to the logs, in about 8 seconds ~10:04. At this time, the pump attempted to restart several times unsuccessfully. There are several additional attempts of unplugging and reinserting the driveline in the controller, in an attempt to restart the device, likely by family and ems (emergency medical services). Ems intubated and began the use of a lucas compression device. 3 rounds of epi and one 500 cc bolus given by ems. Upon arrival to hospital ed (emergency department) @ 11:03, the pump had been off for approximately 1 hour. Resuscitation continued into hospital setting and staff immediately attempted to connect the patient to two hospital-owned in-house backup hw controllers, but lvad would still not restart. The patient was not a candidate for ECMO (extracorporeal membrane oxygenation). Time of death was declared as 11:25 after unsuccessful resuscitation attempts. A timeline was appreciated based on review of device logs. From 10:04-10:29 (pre-hospital), the driveline was repeatedly disconnected and reconnected, in an attempt to restart the pump. Appears the driveline was plugged in while the controller was on, but the pump failed to restart with a total of 9 separate attempts. From 11:08-11:29 (pre-hospital), there are multiple controller power ups and down, but it does not appear that the driveline was connected during this period. Manufacturer response for heartware left ventricular assist device, heartware (per site reporter) notification by hospital lvad (left ventricular assist device) team given to clinical rep for manufacturer. Response details unknown at this time.